Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a left ventricular (lv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Attempting to remove the rv lead first, a spectranetics 13f tightrail sub-c rotating dilator sheath was used, and significant lead crossing was encountered in the innominate region. Efforts switched to remove the lv lead, which was successful using the 13f tightrail sub-c and a 13f tightrail (long). Attempting to remove the rv lead again, loss of lead integrity was noted in the innominate region. The 13f tightrail (long) was used, with adhesions discovered around the lead''s proximal ICD coil, superior vena cava (svc), and halfway down the lead''s distal coil to the tip of the lead. The lead''s tip was very adhered in the rv; therefore, firm traction was applied with use of the lld, and the lead popped free. The patient''s blood pressure quickly dropped, and a quick fluoroscopy of the heart showed no movement/beating. Rescue efforts began immediately, including rescue balloon, CPR, bypass, and sternotomy. An rv perforation was discovered and repaired (MDR #1721279-2023-00074). A small, leaking perforation was found in the innominate region, which was also repaired. Epicardial leads were attached to the rv and lv, and a biventricular pacemaker was placed in the pocket. The patient survived the procedure. This report captures the 13f tightrail (long) in use when the innominate perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.